Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of low inspiratory tidal volume (vti) and exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels and inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event.